Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 30 seconds and was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.